Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and found that the power board was shorted. The service technician replaced the power board.

Event description:
The customer reported a smoke coming out from ltv 1150 ventilator pigtail. There was no information for patient involvement associated with the event.